Event description:
Customer reported the IV set cracked and leaked above the pump. User reported a new bag of fentanyl was hung at 1430 on (B)(6) 2010. The IV set had been in use since (B)(6) 2010. The pump alarmed for air-in-line and the user found the bag of fentanyl empty. Upon inspection, the user reported a "crack at the hub where the tubing enters the pump". The door of the pump was opened and the inside was wet. User confirmed the patient did not receive additional medication. No patient harm reported. Although requested, additional event information was not provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Product was evaluated and the customer's complaint that the IV set cracked and leaked was confirmed. A tear in the silicone tubing near the upper blue fitment and leaking from the tear was identified. The tear on the silicone tubing was measured to be 0.1900 inches. A crush mark was noted on the upper fitment. The root cause of the tear was not identified.